Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (b)(6 (system 1) is related to case with patient identifier (B)(6)(system 2).

Event description:
It was reported that the blood glucose monitors (systems 1 and 2) were unavailable for use due to power concerns. The patient reported fluctuating blood glucose levels. The patient was admitted to the intensive care unit. Blood glucose levels, hospital treatment and length of hospital stay are unknown.